Event description:
An endurant stent graft system were successfully implanted. The patient was being treated for a 52 mm abdominal aortic aneurysm. The proximal neck was 18-21 mm in diameter and 20 mm in length. The right and left common iliac arteries were 18 mm in diameter. The right and left external iliac arteries measured 7 mm in diameter. The neck angle was 45 degree. It was reported that a reliant balloon had ruptured during the touch-up of a type IV blush endoleak. The reliant balloon was inserted for touch up at the proximal aortic neck and upon inflation the balloon burst. The reliant balloon was not used at the site of the suprarenal stent. The physician completed the case with another reliant balloon with no issue. The balloon burst did not cause an injury and the patient is fine. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (balloon burst), other (unknown cause of event) evaluation, conclusion: known inherent risk of a procedure (balloon burst), other (unknown cause of event).